Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 138 mg/dl one hour before incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a high idle current, the problem was isolated to the mother board. No failed battery test was noted. The insulin pump was received with minor scratches on the display window. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads.